Manufacturer narrative:
This product is not available for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Event description:
Report received indicated that the palmaz stent was deployed, however, device was unable to fully open. The product was inspected pre use without any abnormalities seen. The patient's anatomy was small with calcified and tortuous iliac arteries. The physician had difficulty advancing the 18fr sheath through the external iliac artery, therefore, a conduit was placed on the patient's right side. There was also difficulty advancing the stent delivery system (sds) to the intended site due to patient's difficult anatomy. Following placement of a gore excluder aaa endoprosthesis in the abdominal aorta, a proximal type I endoleak was noted. A palmaz balloon-expandable stent was deployed proximally in an attempt to resolve the proximal type I endoleak, however, this device would not fully open. It was reported that "a b-braun z-med balloon was used to balloon the stent, however, as described "watermelon seeded" off the balloon head." Clarification of the "watermelon seeded" term used was requested, however, was not provided. It was reported, however, that there was no stent movement and stent was placed in the intended site. The device had difficulty achieving sufficient wall apposition due to tortuous patient anatomy. Through varied techniques of insertion and inflation of several balloons, the device-achieved fixation against the aortic wall, resolving the endoleak. It is not known at what atmospheres was the balloon inflated to deploy the stent. It was also indicated that patient expired the next day. The official cause of death wasmesenteric ischemia. The cause of the mesenteric ischemia was unk. This event was reported to the FDA by w.l. Gore and associates, inc under MDR# 2953161-2006-00098.